Event description:
Hill-rom received a report from the account stating the siderail wouldn't latch. The bed was located at the account on the 4th floor. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician found a sticky substance on latch pins of the center arm assembly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician cleaned and lubricated the siderail to resolve the issue. Based on this information, no further action is required.